Manufacturer narrative:
In response to FDA report number: mw5100599. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsule around implant was getting harder and more painful; diagnosis of bia-alcl confirmed after explant. Physician contact information: (B)(6).

Event description:
Patient reported via regulatory agency left side "capsule around implant was getting harder and more painful", "in 2020 had implant removed, and diagnosed with bia alcl." Healthcare professional reported left side "fibrous capsule around the implant was thin." Capsule was excised completely and sent for histopathological and immunohistochemical examination. The immunohistochemical examination confirmed the diagnosis of breast implant associated anaplastic large cell lymphoma (bia-alcl). The patient remains under the care of a specialist hematologist. Histopathological markers cd30 and alk 1- have been received. Device was explanted.